Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik became aware of the incident involving this lead by the abc article dated 16 january 2020. This incident is being reported later due to necessity to identify the serial number of the lead under complaint. Apparently the lead dislodgement happened shortly after the implantation and as a consequence the patient received inappropriate shocks. Patient got a pacemaker-defibrillator in 2011 after his second heart attack. Within a week of getting his new dual pacemaker-defibrillator, things took a turn during a rehabilitation exercise class at the hospital. Per the patient - then all of a sudden, bang, that got me wide awake. And when I mean shocks, I mean it shocks [the heart]. It is a very powerful feeling. I went back and sat there and while I was sitting, it went bang four more times. So I had five shocks. The patient was rushed back into surgery. The culprit was his linox lead, which had not attached to his heart properly. No further details concerning this event are available.